Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook instinct endoscopic hemoclip. As reported to customer relations by the cook sales representative: "the facility clipped an ulcer in the apex of the duodenum. After the clip was deployed, it fell off of the tissue. The physician indicated that he knows the clip fell off, because when he went in the next day to scope the patient, the clip was not there. The cook representative asked how the procedure was completed; the physician indicated they did not use another clip and that they could not remember how the procedure was completed."